Event description:
Related manufacturer reference number:2017865-2021-16922. Related manufacturer reference number: 2017865-2021-16926. It was reported that the patient presented to the emergency room. During review, it was discovered that the right ventricular lead exhibited high capture threshold and the right atrial lead exhibited loss of capture. The patient was transferred and re-checked, and the leads were within normal limits. Because the device was a safety notification pacemaker, the physician decided to change the device. The device was explanted, and the patient was in stable condition.